Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system, was used during an endoscopic retrograde cholangiopancreatography procedure within the common bile duct, performed on (B)(6), 2009. According to the complainant, during the procedure when the device was removed from the packaging, the stent was noted to be compressed. Due to the partially collapsed stent, the stent was unable to be loaded onto the introducer. The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (stent deformed; compressed). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the complaint device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).